Event description:
It was reported that the patient had an increase in seizures and has been referred for a generator replacement. At the generator replacement, it was determined that the generator was at neos ¿ yes. Diagnostics were within normal limits with the new generator. Attempts for additional information and product return have been unsuccessful.

Event description:
Analysis of the explanted generator was completed. An end-of-service warning message was verified in the lab and found to be associated with the output being disabled by the pulse generator with evidence that it occurred at explant; therefore, this is not a device failure and patient was not affected. A reset of the pulse disable bit in the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The reported neos=yes condition was duplicated in the lab. However, during a functional mode attempt, the battery voltage dropped less than 2.00 volts, which shows that the battery is depleted (eos). The post burn-in electrical test results show that the pulse generator module performs according to functional specifications. No anomalies were observed, and the end-of-service (eos) condition was an expected event. Other than the noted events, there were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
Date of event, corrected data: the initial report inadvertently reported this data incorrectly. Estimated best guess was closer to the date of the initial report. Describe event or problem, corrected data: the supplemental report #2 inadvertently did not report this data. Device available for evaluation, corrected data: the supplemental report #2 inadvertently did not report this data. . Initial reporter fax #, corrected data: the initial report inadvertently did not report this data. Device evaluated by MFR, corrected data: the supplemental report #2 inadvertently did not report this data.

Event description:
Additional information was received form the physician¿s office that the patient was not having an increase in seizures prior to her generator replacements and the report of the increase was incorrect. The office increased the topamax as the generator replacement was not happening right away but confirmed that the patient was not having an increase in seizures.

Event description:
Return of the device is explanted. However, the explanted device has not been received by the manufacturer to date.